Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Currently the proximal aortic neck measure 36mm in diameter. It was reported that on a routine follow up scan, approximately 1-1.5cm migration was observed resulting in a proximal type I endoleak. The physician stated that it appeared the aortic neck had dilated resulting in stent graft migration and that the patient had a suprarenal aneurysm as well. No additional information is available. No clinical sequelae were reported and the patient is being monitored.